Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed a scratched screen and damaged syringe port. Functional testing duplicated the reported issue. The investigation determined that a faulty printed wire assembly board was the most probable cause of the reported issue. The printed wire assembly board was replaced. Service history review identified the device was previously serviced for an unrelated issue.

Manufacturer narrative:
B3: date of event, d4: UDI, g4: 510k are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 110. There was unknown patient involvement.